Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had seen a power on reset (por) message on their patient programmer (pp) shortly after revision. Patient reported that the therapy had turned off and reset to shipping parameters. Patient stated that shortly after the revision surgery in (B)(6), they tried using the pp and saw a por screen. It was noted that patient had recently had electromagnetic interference (emi)/ environmental exposure. Patient called their doctor who told them to reach out to the manufacturer's representative (rep) but patient had not heard from the rep. It was reviewed that the por can be only be cleared by the hcp, and they could reach out to the rep. No patient symptoms reported. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the por was the battery got turned off when the doctor reset it. To resolve it, a rep met the patient at the hcp office on (B)(6) 2017 and resolved the por.